Manufacturer narrative:
Supplemental report

Event description:
The customer reported the ventilator external battery led is flashing when the unit is unplugged. The customer reported the device was not in use; therefore, no patient involvement. The manufacturers field service engineer (fse) confirmed the reported problem. During evaluation, the fse reported the unit restarted and would not power on fully. Review of the device diagnostic log noted occurrences of +-24/12 volt power failure and vent inop on power up. The fse replaced the power supply to address the reported problem.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.